Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing dizziness. Upon review of the strips, the physician noted the right ventricular exhibited high amplitude noise. All other electrical values were within range. The physician admitted the patient to the hospital and the lead was capped and replaced on (B)(6) 2016.